Manufacturer narrative:
The c702 module serial number was (B)(6).

Event description:
The initial reporter questioned the results for 1 patient sample tested for creatinine plus ver.2 (crep2) on a cobas 8000 c702 module. The initial result was [-] 42.1 umol/l accompanied by an invalidating data flag. The repeated result in the decreased mode was [-] 46.0 umol/l, accompanied by an invalidating data flag. The repeat result using x10 dilution was 52.2 umol/l. The repeat result using x20 dilution was 65.3 umol/l, accompanied by an invalidating data flag. The repeat result using x40 dilution was 48.9 umol/l, accompanied by an invalidating data flag. The sample was repeated on an unspecified hitachi instrument, and the initial result was 71.8 umol/l. The customer suspects an interference affecting the roche results, causing the negative results. No questionable results were reported outside of the laboratory.